Event description:
It was reported an angio-seal was deployed in the patient's right groin following an angiogram. The patient was discharged. One day later, a hematoma formed. The hematoma was the size of a softball and the patient had bruising. The patient experienced a cramp that shot down the leg and lasted a minute. The patient was reported to be in good condition.

Manufacturer narrative:
No components were returned for analysis, and review of the device review history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the hematoma could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.